Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement. Also, patient was tried to screen with left ventricular assist device (lvad) and is getting persistent noise no matter what the field representative does and no tricks for getting surface free of noise with lvad on. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.